Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: breast implant of unknown type serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 425cc and experienced deflation on the left breast implant. The deflation was noticed by the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 05/22/18, it was reported to mentor that the device history record (DHR) for the lot number 5747521 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/02/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/02/18, it was reported to mentor that the date problem observed was reported as (B)(6) 2018 and not as in the original report (B)(6) 2018. The device was removed and replaced with saline mentor smooth round moderate profile 375cc filled to 500cc on the left breast implant on (B)(6) 2018. The right breast implant was implanted with saline mentor smooth round moderate profile 425cc filled to 525cc on (B)(6) 2018. The right breast implant was not affected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Summary: on 06/22/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device was received without fluid. White material was observed within the device and on the shell surface. Product evaluation team observed a crease on the posterior aspect. An area of shell abrasion was also found at the end of the crease. Leak test was performed, according with mentor procedures, a rent was revealed within the shell abrasion, measuring approximately 0.1 cm. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, shell abrasion and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).